Event description:
Philips received a complaint by the customer on the v60, indicating that the devices touchscreen is not working. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is reporting the touchscreen is unresponsive on the lower left side. Biomed has attempted multiple touchscreen calibrations. The customer was advised by a manufacturer's field service engineer (fse) of possible firmware problem with a circuit board. Customer advised of possible problem with the v60 touchscreen. The rse dispatched onsite service for repair. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue. The device was not being used for treatment when the reported event occurred. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.